Event description:
A malfunction was reported by the customer with a code identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided pump reset instructions, and the customer successfully reset the pump with no recurrence of the issue. The customer was advised to continue using the pump and to contact support if the malfunction code reappears.